Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced video processor and endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. Isi has not received the devices for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that non-recoverable error 307 occurred and vision was lost. All of the arm leds were red, and the instruments were still holding tissue. The technical support engineer (tse) could not check the system logs at the time due to onsite not being connected. The tse asked to power cycle the system, but they declined due to the instruments already being inserted. The tse asked the customer to bring in another endoscope, but they did not have one immediately available. Due to there being no vision, the customer decided to bring in another vision side cart (vsc) to visualize the instruments and take them out safely. The tse guided the caller with performing a hard power cycle along with an emergency power off (epo) to resolve the issue. The system booted up normally after that and the customer proceeded with the case. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci products involved with this complaint to perform failure analysis. The video processor (vp) was returned for failure analysis, and the reported issue was not able to confirm or replicate. In logs, no data was found to indicate that the fault had occurred in the field. Visual inspection found no issues that were related to the reported event. The vp was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles and sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. The endoscopic controller (ec) was returned for failure analysis, and the reported failure was confirmed but not replicated. Upon visual inspection, found no issues related to the reported failure. In logs, error 307: node not present fault occurred in the field. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. This unit was installed into the test system and running video test, 10 power cycles and sitting idle for 1 hour. The system came up with no errors with good video on both eyes and no issue. The ec is worked as normal. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to electrical and fiberoptic defects on the ec in the vision side cart (vsc).

Event description:
Refer to h11 for follow-up information.